Event description:
It was reported that the patient had chronic emergency backup battery (ebb) fault. The system controller and modular cable were replaced.

Manufacturer narrative:
Section a: patient information not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed based on the information recorded in the log files retrieved from the returned system controller serial number (B)(6). The event log file retrieved from the system controller contained data recorded from 08sep2025 to 09sep2025 where a backup battery fault alarm associated with (f36) ebb load test fail was recorded. The pump support was not affected, and the system maintained the desired set speed with no interruptions. The periodic log file retrieved from the system controller contained events recorded from 10mar2025 to 08sep2025. The log file was originally set to captured data at 4-hours increments and then it was adjusted to once a day. The log file captured backup battery fault alarms on 17mar2025, 07may2025, 18jul2025, 21jul2025 and 08sep2025. The alarms were associated with (f36) ebb load test fail. The returned system controller was functionally tested and performed as intended throughout all testing. A load test was performed multiple times during testing and the backup battery fault alarm was not able to be reproduced. A corrective action was initiated to further investigate backup battery fault alarms without a known root cause. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Both documents, referenced above caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, showed the device was manufactured in accordance with manufacturing and qa specifications. Incidental findings: worn serial number label no further information was provided. The manufacturer is closing the file on this event.